Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Upon examination, the right ventricular lead was found with significantly increased capture threshold. The lead sensing and impedance remained unchanged. The lead was then reprogrammed and capture was re-established at higher output. The patient's condition remained stable.